Event description:
The customer info that the hub was damaged and possibly cracked, and the physician was therefore, unable to inflate the balloon. No anomalies were observed when the device was removed from the package. The device was prepped normally according to IFU. The device was not pulled from the hub.

Manufacturer narrative:
This device (lot 14033121) is distributed outside the us; however, it is similar to the us product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.